Event description:
Per information received: (B)(6) 2011 - a 60-year-old male obese patient was diagnosed with ventral hernia and underwent open repair with ventralex hernia patch on (B)(6) 2011. Per the operative notes, "a midline incision was made following the previous incision scar, just around the umbilicus. Hernia sac was dissected around its base and all the adhesions were removed. These was a serosal tear in the bowel and was repaired. There was a small hernia defect adjacent to the first; the hernia defect in total was 3 cm wide. A ventralex large patch (device #1) was placed within this and secured." (B)(6) 2012 - patient was diagnosed with ventral hernia and underwent open repair with another ventralex hernia patch on (B)(6) 2012. Per the operative notes, "hernia defect was identified to be just lateral to the previous piece of mesh placed for the midline repair (device #1). The adhesions were carefully dissected. Once this was done, a large piece of ventralex mesh (device #2) was then deployed and secured." (B)(6) 2014 - patient was diagnosed with mesh infection, recurrent hernia and underwent open repair with mesh removal (device #1 & device #2) on (B)(6) 2014. Per the operative notes, ¿the midline laparotomy incision was opened, excising the fistulous tract down to mesh which was removed. There were 2 pieces and at 1 point, they were deeply adherent to the small bowel which was fistulized to the back of the mesh and most likely is the source of the infection. App. 14¿¿ small bowel was then removed that had 2 separate perforations in it.¿ (B)(6) 2014 - patient underwent exploratory laparotomy for post-op bowel obstruction repair, incarcerated incisional right lower quadrant hernia repair and post-op hemorrhage evacuation. Attorney alleges bowel/intestinal removal, adhesion, fistulae, infection, pain and hernia recurrence.

Manufacturer narrative:
Based on the available information, no conclusions can be made. Per medical records, this is an obese patient with previous abdominal surgery and underwent ventralex (device #1) mesh implant; patient had recurrent hernia with implant of a second ventralex (device #2). Medical records show that 2 years later, patient had infection, bowel perforation, fistula, hernia recurrence and underwent explant of both meshes. The medical records provided do not indicate a cause for the patient's postoperative course. The instructions-for-use (IFU) supplied with the device lists hernia recurrence, infection, adhesions and fistula formation as possible complications. Review of manufacturing records confirms product was manufactured to specification. Regarding infection, the warnings section states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the device." This emdr represents the ventralex mesh (device #1). A supplemental emdr was submitted for the ventralex mesh (device #2).